Event description:
This is the second of 3 related reports for dialysis pt reactions that have occurred at the same treatment facility sometime during january through april 2000 (1 MDR is being submitted for each lot number reported). The user facility reported four occurrences of pt reactions during dialysis treatment with this lot number. The pts experienced symptoms such as back pain, shortness of breath, abdominal pain, and low blood pressure within 25 mins of initiating treatment. The dialysis treatment was temporarily stopped and the circuit components (bloodlines + dialyzer) were discarded. The pts were given oxygen and benadryl. Treatment was completed using another dialyzer with no further problems. No complications were noted with the pts following these occurrences.